Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refill brush head broke [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she purchased oral-b power oral care refills crossaction and an oral-b rechargeable toothbrush type 3709 1 month ago. She stated that the refill brush head and oral-b timer broke. She explained that she switched the brush head out and 5 days after changing it, it broke again. This was not the first time she had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided.